Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following. It was reported: ¿patient's padcev was hooked up to the flush bag primary line. Primary line was clamped and, in the pump, and attached to patient. Padcev secondary line was unclamped and began to backflow into the flush bag. Primary tubing attached to flush line seemed to be defective. No chemo reached patient. Padcev and flush bag disposed of new chemo was made to be given to patient.¿

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed